Event description:
The pt's father called to report that on (B)(6) 2014 at 10:00 his daughter's blood glucose was reading 200 mg/dl. For the rest of the day her bg continue to go higher and higher. She was also not feeling well, had no appetite and was vomiting. He thought she was having a virus and did not give her any insulin during the time so that she wouldn't suffer from hypoglycemia. At 24:00 he called to the children's hospital who advises he to take her to the emergency room. Upon arrival she was diagnosed with diabetic ketoacidosis. She stayed at the hospital and was released on (B)(4) 2014 in the after noon.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, follow the treatment advance of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable was to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops".